Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure in the right middle cerebral artery (mca) using a neuron 6f select catheter (6f select). During the procedure, while advancing a 6f select through a neuron max 6f 088 long sheath (neuron max), the physician experienced resistance and the 6f select wouldn't advance smoothly through the neuron max. The physician stated that the 6f select required unusual force to advance and was almost impossible to turn and felt unusually sticky. The 6f select was flushed before use and after the initial recognition of the issue. However, the physician was still unable to advance it and therefore, it was removed. No visible damage was observed on the 6f select after removal. Thereafter, the procedure was completed using the same neuron max and other manufacturer's catheters. There was no report of an adverse effect to the patient.